Manufacturer narrative:
H3: analysis of the catheter revealed no significant anomaly; miscellaneous acceptable testing; catheter incomplete/returned in segm ents. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 01-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown baclofen 2000 mcg/ml at 2327 mcg/day via an implanted pump for post spinal cord injury and intractable spasticity. It was reported over the last six months the patient noticed the volume at refill was greater than it should have been. The patient¿s spasticity would increase and decrease intermittently. It was noted over the last month he would either be contracted or feel incredibly ¿out of it¿. It was reported at the anchor site no strain relief loop noted. The catheter was at 90 degree angle. The pump reservoir noted to have 20mls in it. The tablet stated should have 14.7 mls. The existing catheter was removed and replaced on (B)(6) 2021 and would be returned for analysis. The doctor felt there was granular tissue on the catheter tip. A new 8780 was placed on (B)(6) 2021. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. The patient¿s medical history was asked but unknown.